Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that a competitor guidewire was returned inside the lead, lead is stretched and distal conductor is distorted at .6cm from the distal end, photo taken, damaged at implant attempt. This could contribute to back-loading issue. Removed guidewire, guidewire is kinked at various locations. Used a fresh guidewire and the test passed.

Event description:
It was reported that during left ventricular (lv) lead implant, the physician had ¿difficulty back loading wire on lead and lead tracking over wire.¿ the lead was not used and replaced. No patient complications have been reported as a result of this event.